Event description:
The customer reported that they shutdown the central nurse's station (cns) for the 90-day reboot. Upon rebooting, the unit kept boot looping. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they shutdown the central nurse's station (cns) for the 90-day reboot. Upon rebooting, the unit kept boot looping. According to the customer, this happened before, but thought that it was resolved. The customer hit the scape key to kill the cns application during loading. The customer had to start the hl7 gateway service a few times till it finally successfully launched the service. After doing this, the cns application was launched and everything was fine after that. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.